Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The two other xience xpedition devices referenced, are being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). A 2.75 x 15 mm xience xpedition stent was implanted in the proximal rca and a 3.0 x 15 mm xience xpedition stent was implanted in the distal rca. Later the same day the patient had chest pain and a revascularization was performed, due to thrombosis, implanting a 2.75 x 23 in the proximal rca and a non-abbott stent in the distal rca. However, the patient died. There was no clinically significant delay in the procedure. No additional information was provided.